Event description:
Describe event or problem: the doctor claims that after the graft was implanted, it leaked blood (quantity unknown at this time) through a hole in the area of the black yarn line. The doctor sutured the hole closed. The graft was left in. Co has now learned that the quantity of blood lost through the graft is unknown and unattainable, the hole spurted blood at the distal end of the femoral-femoral bypass, the hole was not noticed until declamping and pressurizing the graft with blood, there was no injury or complication to the pt, the clinical outcome of the case was reported as "no problem", the pt's post-operative condition was and remains excellent. On 1/12/2000, co received the following additional info: according to the surgeon, during the implantation procedure of the hemashield graft for the femoral-femoral bypass, in 1999, the surgeon noted that after the declamping procedure there was a leak at 1cm distal end of the bypass. The surgeon found a hole of 1mm in the graft and he used a single "point" (suture) to close it. There was no pt injury and the exact quantity of blood lost through the graft unknown at this time (appears to be unattainable). The pt experienced no hemodynamic shock. The pt was ok, with no complication after the surgery and he is well today.